Manufacturer narrative:
Product analysis:the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. The inner insulation of the lead developed a breach due to metal ion oxidation while in vivo. Continuation of medical device: d154atg ICD implanted (B)(6) 2006.

Event description:
The right atrial (ra) lead was explanted after the patient died. The lead did not contribute to the patient's death and there were no allegations against the lead. The lead was returned and to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.